Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned via fedex inside its original packaging jar filled in clear solution. The valve appeared discolored showing evidence of blood contact. All leaflets appeared pliable and intact. All leaflets exhibited signs of severe creases. As received, all leaflets appeared to be in a partially closed position with a gap between all leaflets. All commissures appeared intact. The valve was received in a partially crimped state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly associated with the valve being in the crimped position for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the pre-case plan sizing recommended a 29 mm valve due to the femoral access being greater than 5 mm in diameter. The valve was loaded into the delivery catheter system (dcs). The load was checked using fluoroscopy and no misload was reported. A pre-implant dilation was performed using a 24 mm non-compliant balloon. During the initial release of the valve, it was reported that the valve did not open. The physician recaptured the valve as a result. This was performed twice. Following the third attempt to deploy, the physician recaptured the valve completely and withdrew the system from the body. An additional pre-dilation was performed with a larger, 25 mm non-compliant balloon. The same system was re-inserted. During release of the valve, the valve still did not open. The physician recaptured the valve and removed the system. The system was checked by the medtronic representative. The valve was inspected in room temperature. It was reported that the valve did not expand. Of note, the valve was kept inside of the dcs for approximately 30 minutes. Also, the dcs was kept in saline during the whole procedure while the valve was outside of the patient. A new 29 mm valve was loaded onto a replacement dcs. The replacement valve was implanted successfully. A post dilation was performed with a 24 mm balloon. No adverse patient effects were reported.